Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the patient felt the device was not delivering remodulin, checked for kinks rolled up in pouch and made sure there were no clamps. Pump was not priming, and patient changed the line and second line primed fine. Per reporter the patient has changed to back up pump last night and it is cycling. The symptoms were feeling hot, palpitations, lightheadedness which are now improving, since being on back up pump. The suspected drug was remodulin 1mg/ml, 117 ng/kg/min intravenous, continuous.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.